Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed inops of "audio failure" and "speaker fault". Tests confirmed audio with the 3 beeps and the speaker was already replaced and there was no symptoms in monitor sound or alarms. The rse recommended the customer to replace (part - 453564413701 card - main board, vsi) and sent a repair quote. A nemo (non engineering material only) service was agreed upon to replace the part but the quote was expired and no work was performed by philips. A good faith effort (gfe) conducted regarding the resolution of this issue was unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The engineer provided his analysis findings/quote; however we are unable to confirm the final disposition of the device because the customer did not respond to request of quote acceptance and the quote expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that there was a speaker error with no audio. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.